Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the anchor broke during deployment.

Manufacturer narrative:
Alleged failure: the first anchor of the meniscus seam was triggered behind the capsule and the guide was retracted. Thereby the first peek anchor came out of the meniscus. It was broken at the thread bridge. The seam was restored with fast fix. The failure identified in the investigation is consistent with the complaint record. The probable root causes could be: user not familiar with device use or excessive force on device. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Gtin: (B)(4).

Event description:
It was reported the anchor broke during deployment.